Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly tortuous, moderately calcified mid diagonal coronary artery. A 2.25x23mm xience v stent delivery system (sds) failed to cross the lesion due to the anatomy. While removing the sds, resistance was felt from the y-connector and the sds proximal shaft separated in two pieces, which was simply removed. An unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed. The reported difficult to remove could not be confirmed due to the condition the device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. During removal of the device the device interacted with the y connecter causing the reported difficulty to remove and subsequent detachment of device component. There is no indication of a product quality issue with respect to manufacture, design or labeling.